Event description:
It was reported that the patient experienced a "loss of therapeutic effect." The patient reported that she didn't feel "like the device is working." It was further reported that the patient experienced a return of symptoms. The patient was reported to be in "fair" condition at the time of report. The patient was redirected to her health care provider. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Product ID: 3093-33 lot# v364967, implanted: 2009 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information was received which reported that the patient received assistance from her healthcare provider or manufacturer's representative on (B)(6) 2013 and her concerns were resolved.